Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection found damages, consistent with procedural damage. The cause of infection could not be traced to the device.  During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breached insulation degradation adjacent to the connector boot region breaching the outer insulation and exposing the outer coil.

Event description:
Related manufacturer reference number: 2017865-2023-38981 related manufacturer reference number: 2017865-2023-38983 it was reported that the patient presented to the clinic with a pocket infection. The device system was explanted. The patient was in stable condition.